Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked. The incident occurred in two devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? ---yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---no information. Was a device inserted in the trocar during the leaking? ---no information if so, what device? Was any torque being applied to the trocar or device? ---no information. The analysis results found that the device (a) was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. He batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device (b) was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # j91e2g, expiration date: 05/2012, manufacturing date: 06/2017.

Manufacturer narrative:
(B)(4). The analysis results found that the device (c) was returned in good condition and inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # j91d07, expiration date: 05/2017, manufacturing date: 06/2012. The analysis results found that the device (d) was received in good visual condition and inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device d additional information: batch # j91e2g, expiration date: 05/2017, manufacturing date: 06/2012. The analysis results found that the device (e) was received in good visual condition and inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device e additional information: batch # j91c8m, expiration date: 05/2017, manufacturing date: 06/2012.